Event description:
During open surgical case for microdiskectomy the microscope made a loud bang sound and particles shot out of back of scope, and the light was no longer on. The particles contaminated the back table. Dr requested new table set up, but did not want to re-prep or re-drape the patient. The microscope was taken out of service and sent to clinical engineering for repair and another scope replaced it.manufacturer serviced unit and confirmed proper operation after replacement of bulb.